Event description:
The catheter was placed preoperatively in the right radial artery. Postoperatively the nurse noticed oozing from the arterial line and it was found to be separated. The pt was returned to the operating room where the fragment was successfully removed.